Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: stress marks.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.